Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was showing an error 2 message. The complaint was classified based on customer service representative (csr) documentation. The patient was unable to confirm when the alleged issue first began. The patient reported that he manages his diabetes using insulin (self-adjuster), reporting that he made no changes to his normal diabetes management, in response to the alleged issue. He reported that at 12.00 pm on (B)(6) 2018, he developed symptoms of ¿broke out in cold sweat¿. The patient stated he did not require any treatment for the alleged symptoms. During troubleshooting, the csr noted that the subject meter was not being used for the first time, there was no evidence of misuse, the correct testing steps were being followed, and the correct test strips were being used. The patient stated that the error message occurred after countdown. It was noted that when the power button was pushed the alleged error 2 message did not occur. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.